Event description:
It was reported the pt experienced a loss of stimulation sensation 2-3 months ago. Recent x-rays of pocket site showed the extension(s) had completely backed out of the connector block. Sixty cm extensions were used and x-rays showed plenty of excess coiled behind the device in the pocket. Unspecified problems with impedances were also noted.

Manufacturer narrative:
(B) (4).